Event description:
A facility reported the product did not last as long as anticipated when it was used on a patient during vitreous-retinal surgery. An additional surgical procedure was performed approximately two and a half weeks later to replace the product. The surgeon reported the patient is expected to recover.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. There have been no other reports involving this lot number. (B) (4).